Event description:
It was rpeorted that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the hp052 would not activate the blade. Another device was used to complete the case. There was no consequence to the pt.